Event description:
Urolift was misfired and could not be released, so product was removed. Second urolift would not snap into the case and therefore could not be utilized. Reference report #mw5167922.